Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a fundoplication procedure, while loading the suturing device, the needle of the loading unit broke off. A new instrument was to complete the case. The reload and needle were discarded by the user, however the suturing device is expected for return. The device was not in use on the patient at the time.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches when observed using microscopic inspection. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).